Event description:
It was reported that the pump showed force sensor test system error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case was damaged in the front corner. Event history log (ehl) showed force sensor test error. Power up process was performed and force sensor test error was found and unable to calibrate the force sensor, plunger assembly was found with contamination inside. The root cause of the issue was due to fluid ingression into the plunger head as a result of the customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable, and performed force sensor calibration which passed.